Manufacturer narrative:
There was no known patient involvement. Date of event was not provided. Date of event was not provided. Lab results cover a time range from (B)(6) 2018 to (B)(6) 2018. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) received lab results confirming the mycobacterium contamination. Through follow up communication livanova (B)(4) learned, that the device was cleaned regularly via the instruction for use. Furthermore the units are located in the operating theater within 3 meters from the operating table and a fan directing in the opposite direction of the patient. A review of the DHR for both units could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with acid-resistant bacilli. There is no known patient involvement.